Event description:
A customer reported an issue with a pump that displayed a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to inspect and clean the pump, but attempts to resolve the issue were unsuccessful, leading to further troubleshooting needs. The customer initially managed to get the pump functioning again after the call but eventually requested a replacement due to recurring cartridge alarms. Technical support arranged for a pump replacement.